Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing issue. On-site inspection of the driveline cable revealed that the previous sheath repair was worn out. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on the available information, the most likely root cause of the reported event may be attributed to factors such as normal wear over time or improper handling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline (dl) cable sheath was damaged. A third repair was performed at the same site as the dl cable due to weakened adhesion from a previous repair was noted. Five damaged areas on the driveline cable were confirmed, with the first four areas identified at 1cm intervals starting from the end of the strain relief, and the fifth area located approximately 2cm distal to the fourth area. The vad was not stopped, and the patient did not require prophylactic treatment. No alarms problems were observed in the patient before, during, or after the dl sheath repair. The vad dl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.